Manufacturer narrative:
Investigation summary: with all of the available information, boston scientific concludes that the reported pump malfunction was not confirmed as analysis visual and functional testing did not identify a pump malfunction. However, analysis identified the kink resistant tubing (krt) was worn to the filament, and both cylinders had a fold on the cylinder body and a leak was identified on one of the cylinders. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was fatigued and worn to the filament with no leaks present. One of the cylinders had a hole proximal cylinder body with visible fabric threads. The other cylinder also had a fold in the cylinder body. Functional testing of the second cylinder did not identify a fluid leak, the first cylinder was not functional testing as the visual inspection identified a hole causing fluid loss. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump not working. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir.